Event description:
It was reported to depuy acromed that a doc bone screw broke one year post-operatively. According to the complaintant, pseudarthrosis could have contributed to the breakage. The pt is asymptomatic. The screw remains implanted with no expected explant surgery. The pt part and lot numbers were not reported by the complaintant. An investigation of the product was not possible. The pt number and lot number were not reported. As indicated by the complaintant, the pseudarthrosis was most likely a contributing factor to the event. The labeling provided with the device warns that "these implants are more likely to fall if a pseudarthrosis develops". No further action is required.